Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-83516) is an ous configuration not available in the us and is therefore not referenced in the gudid database. One quadripolar, therapy ablation catheter was received for evaluation. The device was returned due to a noise issue. Electrode ring 3 was noted to be displaced. No other visual anomalies were noted. Electrode 3 read as an open circuit, consistent with the reported event. Electrode ring 3 was displaced and conductor wire 3 was fractured proximal to the weld joint on the electrode ring, consistent with the open circuit detected. Electrode 4 displayed acceptable resistance values with no short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode and fractured conductor wire remains unknown.

Event description:
This report is to advise of a displaced electrode found during analysis. During an svt procedure, the catheter looked distorted on the 3d, with electrode 3 being stretched out, and bipole 3-4 was noisy. Another cable was used to troubleshoot and same problem occurred. Catheter was then replaced and problem was resolved. Procedure was completed with no adverse consequences.